Event description:
It was reported that they had issues charging their implanted neurostimulator (ins) for the past like week and a half. Patient desc ribed the controller battery drains quickly; for example, the controller battery will drop to like 80% and then drop to 30% when they wake up. Patient also reported batteries low replace controller batteries soon has appeared twice. Patient commented they think the message would just go away on its' own. Patient reported no visible damage to the recharger, controller port, battery compartment, or battery pack. Patient reset controller and reported memory problem message; agent reviewed. Patient connected the recharger and batteries screen displayed with controller at 100% and implant at 50%, recharging excellent. Patient noted they were leaving for another place in a few weeks and they have had more sciatica recently so they really need this device to be functioning. Patient added that their implant was very palpable because they have body mass right next to it. Patient added that they have to lean slightly forward to charge their implant which was not fun to do. Due to the nature of issues patient has been experiencing, agent sent requests to repair for replacement controller and battery pack. On (B)(6) 2026, patient called in and confirmed they got the controller and battery pack. Patient mentioned they were unable to change the date and time. Pt asked also about therapy settings. Agent reviewed information and provided instructions how to change the date and time. Pt was successful in change the date and time.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.